Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit during normal use. Customer does not recall any significant events leading to the error. Customer's blood glucose was 547 mg/dl at the time of incident. Customer declined to troubleshoot and will call back at a later time. The customer was advised that a new battery cap would be provided to her but customer declined to return the pump for analysis. No further information was given.